Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6), 2012 as part of the post approval 2 (pas2) clinical study. On (B)(6), 2012, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was completed successfully. On (B)(6), 2012, the patient experienced exacerbation of her asthma symptoms including shortness of breath (sob). The patient was prescribed prednisone and pulmicort. The event is continuing. On (B)(6), 2012, the patient experienced the event of pneumonia. The patient went to the emergency room (ER) and was prescribed azithromycin. The event resolved on (B)(6), 2012. There were no hospitalizations associated with this event. (B)(6).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) study. On (B)(6) 2012, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was completed successfully. On (B)(6) 2012, the patient experienced exacerbation of her asthma symptoms including shortness of breath (sob). The patient was prescribed prednisone and pulmicort. The event is continuing. On (B)(6) 2012, the patient experienced the event of pneumonia. The patient went to the emergency room (ER) and was prescribed azithromycin. The event resolved on (B)(6) 2012. There were no hospitalizations associated with this event. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator - fev1: 1.63; fev1 % predicted: 62.45. Fvc: 2.78; fvc % predicted: 82.01. Post-bronchodilator - fev1: 1.91; fev1 % predicted: 73.18; fvc: 2.94; fvc % predicted: 86.73. **additional information received since (B)(4) 2012** the event of asthma exacerbation was considered resolved as of (B)(6) 2012.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed and no anomalies were noted that could be related to this complaint. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Pneumonia and asthma exacerbation are listed in the dfu as potential adverse events that may occur. Therefore, the most probable root cause classification is anticipated procedural complication.